Event description:
It was reported that the battery was getting low after greater than five years of implant time. Technical services advised the patient should have the device followed at the clinic. There were no adverse patient effects. The device remains implanted. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population.